Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during va support treatment the hls set was accidentally disconnected from the cardiohelp by pressing the release lever during disconnecting the waterlines prior to patient transport. This resulted in a backflow of blood through the hls cable which activated zero flow mode. The customer reattached the hls set, clamped the arterial line and turned the rpm to zero and then re-established flow. No harm to any person has been reported. As there was no flow to the patient during treatment, therefore, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that during a va support treatment the hls set was accidentally disconnected from the cardiohelp by pressing the release lever during disconnecting the waterlines prior to patient transport. Information found withing the logfiles, that the error message ¿pump disposable error ¿ stop¿ was displayed when the hls set was detached. This resulted in a backflow of blood through the hls set which activated zero flow mode. The customer stated that the backflow prevention mode was still present and the cardiohelp displayed the message "press zero flow button to leave backflow prevention" even though the cardiohelp was no longer in zero flow mode. The customer placed the cardiohelp back into zero flow mode by pressing the safety button and the zero flow mode button, and pressed the zero flow mode button again which resolved the message. The customer reattached the hls set, clamped the arterial line and turned the rpm to zero and then re-established flow. No harm to any person has been reported. As there was no flow to the patient during treatment, therefore, a report is required. A getinge field service technician (fst) was sent for investigation. The fst tested the cardiohelp for five days and no backflow prevention error was recorded. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Regarding the hls set detached ¿ ¿pump disposable error ¿ stop¿ failure: the root cause regarding the hls set detached ¿ ¿pump disposable error ¿ stop¿ failure was user error. The release lever was pressed when the waterlines were disconnected for transporting of the patient while on the va ECMO. This resulted in the detachment of the hls set from the cardiohelp pump drive. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: user does not properly attach the device components and/or accessories (e.g., extended mast, emergency drive, disposable, transport holder and other accessories) - user puts force on the device (e.g. Leans on the handle) - the device components and/or accessories are not fixed together regarding the backflow prevention mode failure: the logfiles were analyzed by the getinge life-cycle- engineering (lce) for a possible root cause for the backflow prevention failure with the following information: there was no venous bubble sensor interventions was set. The arterial flow bubble sensor interventions was active, but no bubbles detected. The global override was switched off. The pump stopped as soon as the hls was detached. The pump cannot restart, even when the hls is attached / locked afterwards. In order to restart the pump the rpm must first be set manually to 0 rpm. The arterial pressure of the body forced the blood-flow backwards to the hls set, causing negative flow. The backflow prevention was activated. The logfiles show the message ¿002e002 backflow prevention¿. The pump could not run due to the hls set that was detached while pump was running. The user deactivated the ¿zero flow mode¿, however the pump could still be restarted as the flow was still negative due to the backflow from the hls set. The user set rpm to 0 and could finally restart the pump. According to the lce, the cardiohelp did not have any failures regarding the backflow prevention mode as the rpm was not set to zero prior to restarting the pump. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: user does not perceive or recognize how to reset an intervention (bubble detection and/or backflow prevention) after the root cause of the intervention has been resolved. - the rpm is reduced or zero intervention is not reset in the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the cardiohelp instructions for use (IFU) chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. For both failures, hls set detached ¿ ¿pump disposable error ¿ stop¿ and backflow prevention mode failure: the review of the non-conformities has been performed on 2025-10-09 for the period of 2017-07-24 to 2025-08-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-07-24. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "hls set detached ¿ ¿pump disposable error ¿ stop¿ and backflow prevention mode failure " could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).